Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received two and a half years later that the pacemaker and right atrial (ra) lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms and noise. It was noted that the atrial sensing threshold measurements were stable. At this time the physician has opted to continue to monitor the lead since not pacing at all in the atium. The pacemaker was reprogrammed and daily atrial measurements were programmed off. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise being oversensed. Subsequently, a measured out of range impedance of greater than 2,000 ohms triggered the lead safety switch (lss) on ra lead. A boston scientific technical services (ts) discussed trouble shooting measures. Additional information received from a local field representative indicating that the cause of the reported observation was not identified. Device was reprogrammed and the patient will be continued to be monitored. The system remains in service. No adverse patient effects were reported.